Manufacturer narrative:
Investigation: the product is not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information avaliable as well as the result of the investigation, we exclude an error caused by manufacturing or caused by material. We assume that the cartridge has not been mounted according to the IFU. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: italy. After placing three clips on a fibrosis, there was a noticeable delay when recharging for new clips. A piece of plastic from the loader has detached and it was no longer possible to apply another clip from the charger. The plastic was found immediately. It was confirmed by the surgeon there was a ten minute surgical delay and no harm to the patient.